Event description:
While performing preventive maintenance, the technician found none of the communication features were working, including nurse call.

Manufacturer narrative:
The technician replaced the utv junction board to repair the bed.